Event description:
Kimberly-clark received a report stating, "when they extubated the patient they realized the cuff had become disconnected and migrated down the et tube." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We were unable to review the device history record as no lot number was provided. Sample evaluation confirmed that the distal cuff collar had moved up above the skive. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.